Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the buttons were not responding properly. The reporter did not know the blood glucose reading. It was also stated that the insulin pump has a big crack and that it might have been dropped. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarms were noted. The pump had unresponsive buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a loose/shifted end cap sticker.